Event description:
Pt status post prodisc-l implantation l5 to s1 returned to surgeon after getting out of bed and hearing a pop with increased right radicular pain. An x-ray showed the inferior keel at s1 dislodged moved forward anteriorly and the pedicle appeared fractured. Surgeon removed the hardware revising the pt to a corpectomy l5 to s1 spacers and pedicle screws. Surgeon noted bilateral l5 pedicle fractures with dislocation and s1 promontory fracture/compression. This is three of three reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.